Event description:
Patient stated she had an issue with her premix cassette during mix change on the pump. She kept getting errors to check clamp for kink on both pumps. She replaced with another new cassette, and everything was working fine. She had to waste the faulty cassette. Unknown if defective rx is available for return, unknown if md is aware, no further info reported. Diagnosis for use: pulmonary hypertension.